Manufacturer narrative:
A companion sample was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing. The product met specification relative to the reported issue and leak testing was performed with no issues. The reported condition was not verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked. The patient stated that the leak was coming from the cassette membrane but there were no visible tears, cuts or holes. The patient was not connected at the time of the leak. The patient stated that therapy was over and they set the cassette on the table to drain as they always do, and did not push on the bags in attempt to push the solution through the cassette down the drain line. They just left it to drain on its own and when they got back into the room they discovered there was fluid everywhere. There was no serious injury or medical intervention reported.